Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 2 months after three dental implants were installed in patient¿s mouth, it was verified their non- osseointegration. A 35 ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type iii.